Event description:
It was reported to boston scientific corporation in 2008, that a wallflex enteral stent was used during a colonic stenting procedure on the same day. (Patient weight unknown) according to the complaint, during prep it would not reach the stricture because of the length of the catheter. The case was completed with another size wallflex enteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Disposed